Event description:
It was reported the patient is deceased. It was noted there was a "gradual rising" of the high voltage impedance. There was "no known clinical performance issue" and the lead remained in use "based on medical judgment."

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The cause of death is unknown. The product is on a legal hold and will not be analyzed. Product ID: c174awk, implanted: (B)(6) 2007; product ID: 4574, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.